Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A66683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti. Concurrent conditions included dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hormonal changes describe: joint aches"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines /headaches"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse), fatigue ("fatigue"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal pain ("left abdominal pain") and postoperative wound infection ("chronic yeast infection at surgery sight"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, vaginal haemorrhage, menorrhagia, migraine, iron deficiency anaemia, dyspareunia, fatigue, alopecia, vulvovaginal pain, abdominal pain and postoperative wound infection outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dyspareunia, fatigue, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, postoperative wound infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test result: total bilateral occlusion. Pathology test - on (B)(6) 2016: endometrium biopsy; proliferative endometrium; negative for atypical hyperplasia and carcinoma. Lot number: a66683 manufacturing date: 2012-11 expiration date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. A66683) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("hormonal changes describe: joint aches"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines /headaches"), iron deficiency anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal pain ("left abdominal pain") and fungal infection ("chronic yeast infection at surgery sight"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, vaginal haemorrhage, menorrhagia, migraine, iron deficiency anaemia, dyspareunia, fatigue, alopecia, vulvovaginal pain, abdominal pain and fungal infection outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dyspareunia, fatigue, fungal infection, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure confirmation test result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: lot number was added, previously reported event injury to herself was deleted, newly added events- joint aches, vaginal haemorrhage, menorrhagia, migraines, anemia from chronic blood loss, dyspareunia (painful sexual intercourse), pelvic pain female, fatigue, hair loss, abdominal pain, yeast infection, essure removal date was added, reporter was added, consumer height and race was added, lab data was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.